Event description:
It was reported that the dicom box on the 9800 system would not boot up, and the left monitor had no image displayed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dicom box was replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.